Manufacturer narrative:
(B)(4). The device history review for the product dermahook 1/2 hook 10 pkg/bx 6 hks/pkg, lot #73b160048383 investigation did not show issues related to the complaint. The investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The elastic broke off during normal use. The patient's condition was reported as unknown at this time.

Manufacturer narrative:
(B)(4),.the customer returned three representative samples of product 382805 dermahook 1/2 hook 10 pkg/bx 6 hks/pkg for investigation. All three of the samples were returned unopened. The returned samples were visually inspected with and without magnification. Upon visual examination, it was found that the one package had 1 broken thermoplastic elastometric (tpe) band, one package had 2 broken tpe bands, and the other package had 0 broken tpe bands. Further examination revealed that tpe bands in all three packages showed signs of discoloration, including at the locations where the bands broke. The discoloration of the bands is a sign that the bands had over exposure to heat and/or uv lighting. Reference files (B)(4) for investigation photos. A corrective action is not required at this time as it appears that operational context caused or contributed to this event. The reported complaint of "broken" was confirmed based upon visual examination of the returned samples. Three representative samples were returned in place of the actual samples. There were 3 broken bands among the three returned samples. All of the other remarks: samples had tpe bands that had discoloration. The discoloration of the bands indicates that the bands were overly exposed to heat and/or uv lighting. A device history record review was performed with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed, operational context caused or contributed to this event.

Event description:
The elastic broke off during normal use. The patient's condition was reported as unknown at this time.